Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. It was reported that the customer went to the emergency room on (B)(6) 2023 and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1000 mg/dl due to pump shutting off. Customer was treated with intravenous fluids of saline, insulin and potassium to address the elevated bg. Customer was discharged 4 days later, (B)(6) 2023. Customer declined any further troubleshooting, no additional information was able to be obtained.